Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the customer. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the chloraprep causes skin reactions on shoulders, redness at the site and on the chest, concentrated in the arm pit area, with it extending to one patient's wrist. Per email/phone call: I just spoke with (B)(6) at (B)(6) (sorry, didn't get the med center name). He works in the operating room and is calling in for a surgeon re: chloraprep skin reactions on shoulders. He said they get single chloraprep from us and also pre-packaged chloraprep, but he only had ref 930815 on hand to give me a material no. He says there have been "many cases" and multiple surgeons reporting that several days after surgery there will be redness at the site and on the chest, concentrated in the arm pit area, with it extending to one patient's wrist. He does have pictures available.